Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and was treated with ofloxacin (intraperitoneal) for peritonitis. A week after discharge, the patient experienced peritonitis again and was in the hospital. The patient was treated with gentamicin (intraperitoneal) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date at the end of march 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.